Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap appendectomy, the device did not seal properly. There is no patient information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: additional information: evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the cord plug was cut off and not returned. The reported condition could not be confirmed. Without the cord plug, a detail investigation could not be performed for the reported complaint of partial seal. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.